Event description:
It was reported that during a tka procedure, when it was time for the surgeon to use his point probe to make the holes for his 4 in 1 cutting block, it was noticed that the angle required was completely off/wrong. The surgeon proceeded to start the holes with the probe at an angle he deemed appropriate. There was a delay of fewer than 30 minutes. This was the second incidence of three on this day. No other complications were reported.

Manufacturer narrative:
H6: the navio surgical system us, pn: (B)(4), sn: (B)(6). Used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional evaluations could not be performed. The case files were provided and reviewed. The screenshots confirmed the live read-out of the plane visualization tool used during femur bone removal, where the distal cut was off by 5.6 degrees. During tibia bone removal, there is a live read-out of the plane visualization tool showing a 7 degree difference in the planned versus actual cut. The checkpoints were confirmed to be verified. However, when this case was put in the casevisualizer, the checkpoints were not on the bone. They appear to be on the clamps of the bone trackers. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the wrong angle being displayed when using the 4 in 1 cutting block could be undetected tracker movement due to checkpoints being on the bone tracker clamps. If the clamp is loose, both the clamp and the bone tracker would move together down the bone pins. This would not alert the system of a checkpoint error, because the checkpoint is still the same distance from the flat markers on the bone tracker. Detailed instructions for placing the bone pins and tracker arrays is provided in the surgical technique guide. Checkpoint pins should be placed in both the femur and the tibia, in positions where they will not be disturbed during bone removal. The recommended position for the femoral checkpoint pin is in the medial or lateral femoral metaphysis. The recommended position for the tibial checkpoint pin is within the incision distal to the anticipated tibia cut. Refer to the user¿s manual for the placement of the bone tracker attachments. Rigid fixation of the femur and tibia tracking arrays into the bone is critical for a successful navio surgical system surgery. If it is suspected that a bone tracker array has moved during surgery, secure the tracker array and click on the appropriate icon to return to the checkpoint verification screen to re-collect and reverify the checkpoints. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.